Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that during set up / inspection for use, the subject generator gave an error e433. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely due to the power board malfunctioning, causing the power-on error e433 on start up. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.